Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos, procedure name, location, initial procedure date. What date did the reaction occur post op? Reason that patient was brought back to or? What medical and surgical intervention was performed when the patient was brought back to or? How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify what prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Were any patch or sensitivity tests performed? Do you have the lot number involved ? What is the physicians opinion of the contributing factors to the reaction/ infection? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions (ie. Allergies, history of reactions) for female patients ask: was the patient exposed to similar products, such as artificial nails was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. It was reported that the patient had a reaction and an infection and had to be taken back to or. Additional information has been requested.